Event description:
Consumer reported prior to use a tampon string appeared to be short and after insertion of the pledget she realized the remaining part of the string was in the wrapper. She was not able to manually remove the pledget with the short string from her vaginal cavity. She went to the emergency room and the pledget was removed. She did not experience any adverse health effects. She did not receive any additional medical treatment.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.